Event description:
The device was returned for an air compressor failure. The device would alarm on start up and log file review confirmed the air compressor failed. The device was opened and powered on again and it was observed the compressor would not start up at all. No physical damage was identified. Device unable to perform mock infusion.

Event description:
The following has been reported: biomed reported: pump error message on screen. No patient of user harm was reported. No active infusion stoppage was reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.